Event description:
Event description boston scientific received information that this left ventricular lead was explanted and replaced due to high threshold and impedance measurements. During the lead replacement procedure, a lead fracture at the clavicle site was noted. The patient was not receiving left ventricular therapy and did not feel well. At the revision procedure a guide wire would not advance throuth the 4517, 426215 lead due to a clot.